Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. On the same day the death occurred, the patient was hospitalized for another event and passed away in the hospital. Treatment for the events was not reported. On the day hospitalization began, peritoneal dialysis therapy was discontinued and the patient was shifted to hemodialysis therapy. On that same day, the patient passed away while connected to the hemodialysis machine. The cause of death was reported to be heart failure, and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.